Event description:
This report address the use error- patient reused supplies. The customer contacted baxter's technical service center to report an issue of check lines and bags which occurred on home choice (hc) during use. The baxter technical representative (tsr) explained the alarm. The hp stated that the cassette was changed, but the bags were being reused. The tsr explained that all new supplies should be used. The hp agreed. There was patient involvement. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The complaint for use error - failed to follow therapy steps was confirmed. The cause was determined to be use error- reuse of the disposable set; the home patient changed the cassette but kept the bags for reuse. A labeling review found the patient at home guide to be adequate for potential use/user error related to this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.

Manufacturer narrative:
(B)(4). A 510k number will not be provided in the emdr, because the product and lot number are unknown. The sample is not available. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.